Event description:
A nurse reported that there was poor vacuum during a procedure. The system was exchanged to complete the case. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).